Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was previously being treated with baclofen (2000 ug/ml at 1500 ug/day) and then updated to baclofen (2000 ug/ml at 500 ug/day) intrathecal therapy via an implanted pump. The baclofen type and lot number were unknown. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient's medical history and concomitant medications were not provided. The hcp called from a catheter access port (cap) aspiration procedure. It was confirmed that the catheter was empty of drug and that the volume was 0.189ml. The hcp reported that the patient was previously on a dose of 1500 ug/day and was "sleepy" so he decided to decrease the dose on (B)(6) 2016; the patient was getting "a little too much." It reviewed that if the catheter were to fill on its own, it would take about 18 hours. Additional information from the hcp indicated that the event onset date was (B)(6) 2016. The patient started experiencing sleepiness after a pump and catheter revision. The hcp stated that there was no device issue and that the patient needed a dose decrease. No diagnostics were performed. The dose decrease resolved the sleepiness. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.